Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. Upon troubleshooting of the returned component, the reported issue was verified and the cause was traced to lifted pins on the j16 connector. This malfunction was found to interfere with the power output of the device. Following confirmation of the cause of the failure, the component was scheduled to be archived. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.